Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2004, the pt was implanted with an ams sparc sling to treat "her pelvic organ prolapse and/or stress urinary incontinence." It was alleged that as a result, the plaintiff has experienced mental and physical pain and suffering including, but not limited to, a bowel obstruction and complications, continued symptoms to stress urinary incontinence and pelvic organ prolapse, has sustained permanent injury, has undergone corrective surgeries, and has impaired physical relations with her husband, pain, suffering, and emotional distress. It was reported that the plaintiff has also experienced mesh erosion, hardening, chronic pain, recurrent incontinence, vaginal surgery, mental anguish, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.